Event description:
A customer reported being unable to test using the adc device due to a fast-draining battery. As a result, the customer experienced hypoglycemia and was unable to self-treat. Customer had contact with a third-party who provided "something sweet to eat" as treatment. No further treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(4) has been returned and investigated. Visual inspection has been performed on the reader and no issues were observed. The reader did not turn on with button, strip, or usb cable insertion. The usb/charging cable has been returned and investigated and no issues were observed. The reader further investigated to de-cased. Visual inspection was performed on the de-cased reader and liquid contamination was observed. Issue is not confirmed. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader were reviewed and kit pack DHR was reviewed for verification of correct cable and adapter. The dhrs showed the libre reader passed all tests prior to release and the correct cable and adapter was a part of the kit pack. All pertinent information available to abbott diabetes care has been submitted.